Event description:
It was reported that impedance >4000 ohms was read on 12 bipolar pairs, mostly on the 4-7 lead. The patient had been getting stimulation in the correct location, but stimulation changed when he changed positions. The printout from the physician programmer indicated that the patient had only used the device for 19 hours in the last year, and the battery was at 2.79 volts. It was noted that therapy seemed okay even with high impedance. The manufacturer representative was going to confirm that stimulation therapy was good and reprogram if needed. The patient had met with the health care professional and manufacturer representative on the day of the report. No event cause or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the event was never determined. The patient was able to get stimulation when the device was charged and was using their device as instructed.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0333869v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0333964v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0340485v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).